Event description:
Ep(electrophysiologist) physician peeled away safe sheath ii from the lead, and the disc did not split in half. Safe sheath and disc were able to be removed, as the physician manually split the disc in half.